Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with steroid injection. The implanted device remains.

Manufacturer narrative:
This report is submitted on february 06, 2024.